Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he ran out of insulin which caused the high blood glucose. The customer reported that he received calibration error alarms and sensor error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 149 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity test and bicarbonate buffer test and the sensor failed per specifications due to low readings.